Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the line of an access chemotherapy set. This occurred during patient infusion of an unspecified chemotherapeutic solution using a non-baxter pump and additional non-baxter sets. There was no report of patient injury or medical intervention associated with this event. No additional information is available.